Manufacturer narrative:
Product information for the test strips was not obtained during the initial call. Attempts made to contact the customer for the meter serial number have not been successful. It is not possible to determine a meter manufacture date without the serial number.

Event description:
The customer stated that he had been receiving blood glucose readings that were higher than usual. He also mentioned that when he opened the new carton of test strips that gave the higher readings, he found the cap open on the bottle of strips. The customer did not allege any adverse events. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.